Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. Without the complaint device a definitive root cause cannot be determined. Nothing in the event description suggest a possible cause. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle (per warning label) or other instrument. Less frequently, patient anatomy makes withdrawal of the wire guide difficult resulting in elongation and/or separation when the force exceeds design specification. In the absence of additional information a root cause cannot be determined. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk assessment to warrant risk reduction activities.

Event description:
A female patient underwent permanent catheter placement on (B)(6) 2013. The distal 5cm portion of hydrophilic coating came off of wire during the procedure and it remains inside the patient. It is unknown to the initial reporter as to how or if the portion of hydrophilic coating will be removed from the patient at this time.